Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date : the date of implant has been estimated to (B)(6) 2022, as only the month and year were provided.

Event description:
It was reported that on an unknown date in (B)(6) of 2022, a 33mm epic valve was successfully implanted. The patient had remained hemodynamically stable throughout the procedure. On (B)(6) 2022 the patient arrived to the hospital with congestive heart failure. Thrombus on the leaflets was detected using both transthoracic echocardiogram and transesophageal echocardiogram. The effects of the clot were described as being similar to a mitral stenosis with a 26mm gradient. The patient was hospitalized due to their condition and was placed on heparin and coumadin. Patient's activated clotting time (act) levels at the time of procedure was unknown and their international normalized ratio (inr) closest tot he time of the reported thrombus was unknown. A hypercoagulable work up was done and still in progress. The patient was sent home on a full dose of aspirin and eliquis (5mg twice a day). It was noted that a recent previous (unknown date) echocardiogram looked great without thrombus. The cause of the event was unknown, it was assumed that the patient was compliant with their anticoagulation regimen.

Event description:
N/a.

Manufacturer narrative:
An event of thrombus on the valve after three months of implant was reported. Two echocardiograms were received from the field, which were reported to show thrombus on the valve causing stenosis. Information from the field indicated the patient was prescribed blood thinners and that the patient was thought to be compliant in taking them. An earlier echo did not show thrombus on the valve. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The cause of the reported event could not be conclusively determined.